Manufacturer narrative:
Company comment: the serious event of oedema, inflammation at implant site, granuloma skin, and the non-serious events of herpes zoster were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. Alternative root cause for events at non cheek location includes concomitant filler or past filler treatment. The sculptra was intentionally misused with regards to reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure or the product. The reported lot number was valid and verified the reported product. A lot trending analysis was performed and identified three medical complaints, including the case of concern associated with this lot number. A repeat batch record review was also conducted, and no product quality defect were identified during the overall manufacturing process of the specified batch. The batch was manufactured and released according to the galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The investigations performed are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2026 by an other health professional concerning a 48-year-old female patient. No information about medical history, history of allergies or previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with radiesse (batch number: a00090730, expiry date: nov-2024) diluted in 1.5 cc of lidocaine "[lidocaine hydrochloride]" without epinephrine on the cheeks using a vectoring technique in the subdermal plane without complications. On (B)(6) 2025, the patient received treatment with 10 ml of sculptra (lot 4j4232) to the cheeks using a vectoring technique behind the ligamentary line in the subdermal plane using unknown needle type. The sculptra was reconstituted to final volume of 10 ml (intentional device misuse). On (B)(6) 2025, the patient received treatment with 1 ml of juvederm voluma at ck1, ck1 prima, ck3, c6, and jw1 areas, supra-periosteal using a 27g needle after negative aspiration without complications. On (B)(6) 2026, the patient consulted hcp due to edema (implant site oedema) in the left malar region and left eyelid of 3 days of evolution, without pain, erythema, or heat. The patient underwent treatment with oral sublingual traumeel "[achillea millefolium, aconitum napellus, arnica montana, atropa bella-donna, bellis perennis, calcium sulfide, calendula officinalis, echinacea angustifolia, echinacea purpurea, hamamelis virginiana, hypericum perforatum, matricaria chamomilla, symphytum officinale]" and lymphomyosot "[equisetum telmateia, fumaria officinalis, gentiana lutea, geranium robertianum, juglans regia, pinus sylvestris oil, scrophularia nodosa, smilax aristolochiifolia, teucrium scorodonia, tropaeolum majus]" IV every 8 hours, with a total of three ultrasound sessions, showing improvement in the condition. On (B)(6) 2026, the patient underwent liposuction with fat transfer. After that, the patient was presented with fibrosis in liposuction areas of flanks, abdomen, and arms, for which she underwent treatment with radiofrequency (tensamax) for approximately 20 sessions and application of first-generation enzymes (brand: tibell) were performed. On (B)(6) 2026, the patient presented with herpes zoster infection (herpes zoster) and was prescribed valaciclovir "[valaciclovir]" for 21 days. On (B)(6) 2026, the patient returned with generalized facial edema of 8 days of evolution, which increased on (B)(6) 2026. Additionally, she reported the presence of masses/nodules/granuloma/palpable fibrotic cords (granuloma skin) in the left malar region, right mandibular angle and border, and left oromental sulcus since the previous day. The physical examination revealed generalized facial edema and palpable fibrotic cords in the described areas without erythema or local heat. The patient received corrective treatment with intralesional traumeel 2 ml and lymphomyosot 1 ml, at the same dose intravenously, facial radiofrequency using a capacitive device. The hcp recommended for ultrasound, along with home treatment that consisted of traumeel, lymphomyosot, matriceel, and engystol "[sulfur, vincetoxicum hirundinaria]" sublingually every 8 hours, as well as radiofrequency (tensamax) twice weekly. On (B)(6) 2026, the patient underwent soft tissue ultrasound with doppler showed findings reported as hypoechoic, oval, vacuolar pseudonodular images that were seen due to deposits of cross"[?]"linked hyaluronic acid, showing morphological changes in rheology, associated with increased echotexture, located in the superficial transitional layers of the adipose compartments, in a rosette-like form in both bilateral temporozygomatic"[?]"malar regions (medial and lateral), with right-side predominance. The most significant measurements were 11.5 x 3.1 mm on the right side, and 13.2 x 6.3 mm and 15.9 x 3.9 mm on the left side, forming nodular images consistent with a late granulomatous inflammatory response. Protrusions of the infraorbital fat pads were visualized in the internal, medial, and external compartments bilaterally, with right-side predominance (grade 3 on the right and grade 2 on the left), documenting thinning and laxity of the orbicularis muscle fibers and the dermal layers, associated with changes in shape during dynamic maneuvering, caused by overload and correction from increased volume in the medial malar compartments, predominantly on the right. This was also associated with the presence of small serpiginous images due to mild lymphatic ectasia and persistent intermittent late edema. Hypoechoic, oval, vacuolar pseudonodular images were also seen due to deposits of cross-linked hyaluronic acid, showing morphological changes in rheology, associated with increased echotexture, located in the superficial transitional layers of the adipose compartments, in the left labiomentonian fold, measuring 8 x 3.6 mm, and in the submental region, measuring 7.8 x 2.3 mm and 7 x 2.5 mm, and in the left jowl region, measuring 5.3 x 3.8 mm in transverse and anteroposterior diameter, in relation to inflammatory changes generating late granulomatous nodules. Slightly hyperechoic and echogenic nodular images were observed with a cloud-like, rosette-shaped pattern, secondary to deposits of calcium hydroxyapatite and poly-l-lactic acid (sculptra), as a collagen biostimulator, distributed in the superficial layer of the subcutaneous tissue, located in both supramandibular regions. The largest measured 15.6 x 6.4 mm on the right side and 12.9 x 5 mm on the left side in its transverse axis, with left-side predominance, and in the left lateral cheek measuring 8.5 x 3.6 mm in transverse and anteroposterior diameter, associated with increased and altered surrounding ultrasound appearance, consistent with inflammatory changes generating late granulomatous nodules. A complementary color doppler-duplex examination was performed, which did not demonstrate collections, fistulas, or altered vascularization. The different facial vascular structures (facial artery, angular artery, supra- and infralabial arteries, and infraorbital arteries) were normal, with appropriate spectral waveforms and no signs of thrombosis. Conclusions of the ultrasound scan was reported as absorbable facial filler material of the hyaluronic acid type, demonstrating morphological changes in rheology, located in the superficial layers of the adipose compartments of both temporozygomatic-malar regions (medial and lateral), with left side predominance, forming nodular images consistent with a late granulomatous inflammatory response, associated with persistent intermittent late edema (pile) and mild lymphatic obstruction. In the infraorbital region, there is protrusion of the infraorbital fat pads (internal, medial, and external), bilaterally, grade 3 on the right and grade 2 on the left, associated with thinning and laxity of the orbicularis muscle fibers and dermal layers due to overload and correction caused by increased volume in the medial malar compartments, predominantly on the left. Absorbable facial filler material of the hyaluronic acid type, demonstrating morphological changes in rheology in the superficial layers of the fat compartments of the left labiomentonian sulcus and left jowl region, forming nodular images consistent with a late granulomatous inflammatory response. Nodules due to accumulation of calcium hydroxyapatite and poly-l-lactic acid (sculptra) material, with the appearance of a collagen biostimulator, in the superficial layer of the subcutaneous tissue, located in both supramandibular regions and the left lateral cheek, associated with late granulomatous inflammatory changes. On (B)(6) 2025, the patient underwent laboratory investigation and the results were: fasting glucose: 101 mg/dl (60-100) alt: 37 u/l (0-33) mch: 31.4 pg (27-31) total leukocyte count: 3,857 per cubic millimeter (4,500-11,000) mean platelet volume (mpv): 6.2 fl (6.9-12.7) mchc: 32.1 g/dl (33-37). Ggt: 36 u/l (0-40), ast: 20 u/l (0-32), tsh: 1.440 mui/l (0.35-4.94), free t4: 1.09 ng/dl (0.6-1.48), lymphocytes (absolute): 1,079 per cubic millimeter (900-5000), lymphocytes (percent): 28.0 percent (20-45), monocytes (absolute): 260 per cubic millimeter (100-1000), eosinophils (absolute): 85 per cubic millimeter (0-700), basophils (absolute): 24 per cubic millimeter (0-200), eosinophils (percent): 2.2 percent (0-6), basophils (percent): 0.6 percent (0-1), neutrophils (percent): 62.4 percent (40-70), monocytes (percent): 6.7 percent (2-9), hematocrit: 41.2 percent (38-47). Mcv: 97.9 fl (82-98), c3: 136 mg/dl (90-180), c4: 23.6 mg/dl (10-40), neutrophils (absolute): 2,408 per cubic millimeter (1800-7700), platelets: 248,800 per cubic millimeter (150,000-450,000), rheumatoid factor: less than 10 iu/ml (0-14), ferritin: 23.1 ng/ml (13-150), c-reactive protein: 0.2 mg/l (0-5), erythrocyte sedimentation rate: 7 mm/hr (0-20), rdw-cv: 13.1 percent (11.5-15.1). Outcome at the time of the report: edema was not recovered/not resolved/ongoing. Herpes zoster infection was unknown. Masses/nodules/granuloma/palpable fibrotic cords was unknown inflammatory was unknown. Sculptra was reconstituted to final volume of 10 ml was recovered/resolved.